Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (B)(6) 2021 per timestamp). Events recorded on (B)(6) 2021 took place in the testing labs at abbott. A single atypical power cable disconnect alarm was active on (B)(6) 2021 at 09:58:43 and was coincident with an rsoc invalid fault occurring on the black power cable while connected to battery power. The alarm occurred roughly 10 minutes after the reported backup battery replacement and cleared shortly after activating. There were no other notable alarms active in the log files. Pump operation was not affected. The controller underwent functional and preliminary testing. The controller was able to pass preliminary testing; however, it did not pass functional testing. The root cause of the reported event was unable to be conclusively determined through this investigation. During the investigation there was an incidental finding. The power cables were cut open in order to inspect the condition of the wires and fluid ingress was found. The device history records were reviewed for the system controller (serial number: hsc-078162) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii patient handbook (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a battery fault alarm. The internal backup battery was reseated but the alarms did not resolve. The backup battery was replaced. After a few minutes a connect to power alarm was noted. The system controller was replaced and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.